Event description:
New information received notes that the right atrial lead dislodgement was confirmed via chest x-ray imaging.

Event description:
It was reported during an in-clinic follow-up, a patient's right atrial (ra) lead was dislodged. The ra lead was explanted, and a new lead was implanted. The patient was stable.